Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures/current controls as per product specification. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 12 x 2.25 promus premier¿ drug-eluting stent, it was noted that the stent was bent. The device never entered the patient's body and the procedure was completed with another 12 x 2.25 promus premier¿ drug-eluting stent. No patient complications were reported.